Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of the power supply.

Event description:
Customer reported the spectrum monitor shut down, which may have affected pt monitoring. No pt injury was reported.